Manufacturer narrative:
As no material was customer material was received, further investigation was not possible. Review and trending of complaints did not identify any nonconformances similar to the customer¿s allegation.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the first time she attempted to test alone, she accidentally lanced her finger multiple times because the needle of the lancet was protruding past the cap. The customer did not seek medical treatment. There was no allegation of an adverse event. Prior to contacting customer support, the customer had removed the lancet from the softclix device. The customer was assisted with reloading a lancet into the softclix deice and had no issues. The customer stated she had loaded the lancet the same way earlier when the needle was protruding. The suspect lancets and softclix device were requested to be returned for investigation. Replacement product was sent. The lot number and expiration date of the lancet was requested but was not provided.